Manufacturer narrative:
10/23/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: there was a osteotome returned due to breakage. The tip was broken and had markings and gouges in the area of the broken tip. Extreme force and improper use will break the tip. Without knowing how the osteotome was maintained or handled, the cause is undetermined. The complaint report has been confirmed. Device history evaluation: any applicable nonconforming product report / nonconforming material report history: none. Any applicable variance authorization / deviation history: none. Any applicable engineering change order / manufacturing change order history: none. Any applicable corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: there was a osteotome returned due to breakage. The complaint report has been confirmed. The root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
FDA sus voluntary event report mw5072083 reports that a small piece of osteotome that was used during procedure broke off in surgical site and was misplaced. X-ray was completed and the piece was located but unable to retrieve it.